Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The previously reported product was reported in error, the product for this complaint is unknown. Reported event was confirmed by review of medical records. The surgical notes stated that patient underwent a revision of right hip due to recurrent dislocations. The acetabular cup, head and liner were revised. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00625006530, bone scr 6.5x30 self-tap, lot: unk, part: 00625006535, bone scr 6.5x35 self-tap, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2019-01235,

Event description:
It was reported that the patient underwent initial hip arthroplasty and subsequently, was revised one year later due to recurrent dislocation. Attempts have been made and no further information has been provided.